Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6 - results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted. Functional testing was performed, and the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the alleged issue was due to failure to position the device cap in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient weight - (B)(6) kg. Implanted date: device was not implanted. Explanted date: device was not explanted. Patient: (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they had a failed deployment of an angio-seal device and they believe it was due to a faulty seal. The doctor was using the angio-seal and witnessed by the scrub nurse, and the seal did not deploy and came apart in his hands. The patient was absolutely fine, the doctor performed manual compression to achieve hemostasis. From what was understood they needed to pull back and it was thought that the anchor did not deploy, and the pulling maneuver made the sheath come apart from the seal and anchor. There was no harm to the patient. Additional information was received on 25feb2020. The procedure for the patient prior to the use of the closure was a femoral approach cardiac angiogram. A pre-deployment angiogram was performed; it was an ideal vessel for an angio-seal. There was an issue with deployment because the collagen plug could not be deployed. Standard merit femoral multipack with sheath and catheters were used. The patient was in stable condition. There was no blood loss greater than 250cc. All component were removed from the patient, with the device.